Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead became dislodged multiple times after repositioning. It was noted that the helix was unable to retract and the physician felt that the helix was unable to extend due to not fixating to tissue. The physician elected to explant and replace the lead. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.